Event description:
Related to MFR report # 2183959-2012-00586. It was reported the pt was implanted with a perigee graft system on (B)(6) 2008, to treat her pelvic organ prolapse. The pt experienced mental and physical pain and suffering, erosion of internal tissue, recurrent incontinence, dyspareunia, mental anguish, disability, and permanent injury. The pt underwent multiple non-specified corrective surgeries.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.